Event description:
Information received by medtronic indicated that the insulin pump had a broken force sensor was detected during seating or regular delivery. Customer reported that they received the critical pump error on the insulin pump screen. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer = black. Customer returned the insulin pump for an alleged critical pump error (open book image) and insulin pump error alarms found on (B)(6) 2022. The insulin pump was received with a critical pump error (open book image) alarm after battery installation. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. The insulin pump was successfully downloaded utilizing thump. A review of the trace/history download reveals no insulin pump error alarm occurred. The main error log reveals there were multiple consecutive critical error handling insulin pump error alarm (line number 147 file number 2017) alarms (no date and time recorded) which triggered the critical pump error (open book image) alarm. Insulin pump error alarms were triggered lcd failures. Critical pump error (open book image) alarm is due to three (3) consecutive insulin pump error alarms (lcd failures). The insulin pump was cut open for visual inspection. Moisture damage was found on the electronic assembly (electrical board 1 and electrical board 2), the vibrate harness assembly, motor, and force sensor. The force sensor zero offset is within specification (24.0 mv). Critical pump error (open book) alarm and insulin pump error alarms are due to moisture damage. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, pillowing keypad overlay, stained keypad overlay, battery compartment cracked at the corner of the belt clip rails, and cracked battery tube threads. Insulin pump error alarm is not confirmed. Critical pump error (open book) alarm and insulin pump error alarms are confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.